Manufacturer narrative:
(B)(4). Method: the subject device, bc190-05 nasal tubing 50mm was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the device, information provided by the customer and our knowledge of our product. Results: visual inspection of the returned device confirmed that the film on one of the tubing was torn near the connector. Conclusion: we are unable to confirm the cause of the reported event. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care". "Use patient oxygen monitoring". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare field representative that the tubing of a bc190-05 nasal tubing was torn. There was no reported patient involvement.

Event description:
A healthcare facility in new york reported via a fisher and paykel healthcare field representative that the tubing of a bc190-05 nasal tubing was torn. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.